Manufacturer narrative:
Placed unit under microscope and found physical damage to cow catcher / connector pins and contamination / corrosion damage at the connector pins. Unable to perform functional tests due to physical damage to cow catcher / connector pins and contamination / corrosion damage at connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to transmitter. The customer reported connection bridge/pins damage. The event involved product(s) mmt-1884, mmt-7841zn. Troubleshooting was performed. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but transmitter would still not communicate. Customer requested to run tester procedure for transmitter and found the connector bridge is damaged. No harm requiring medical intervention was reported. Product return status for mmt-1884 is unknown. Mmt-7841zn was requested and customer response was the device will be returned.